Event description:
It was reported to philips that the exposure image was grey. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned treatment was being performed when the issue occurred and was completed by using another system. The philips field service engineer (fse) visited system onsite and confirmed that the exposure image was grey. Upon troubleshooting, the fse identified that the flat detector was defective. The supplier's part analysis conclusively determined the cause of detector failure was due to fenix board failure (vdda vonl) panel defect. To resolve the issue, the fse replaced the detector and performed system functional tests, after which the system was returned to use in good working condition. The codes were updated based on the investigation outcome.